Event description:
On (B)(6) 2012, pt reported the up button on the infusion device works intermittently. He has to press the button multiple times for the infusion device to respond. He reported the infusion device has skipped an increment when he programmed a bolus. The protective rubber is cracked, and he is able to peel it back and see the base-plate of the infusion device. The button is not flat and will occasionally produce an audible beep. The infusion device was not dropped on a hard surface. The infusion device was requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.